Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Customer consumed carbohydrates and glucose gel to address bg. The customer alleged that the pump software did not accurately adjust the amount of insulin delivered. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended.